Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. Facility staff attributed the venous air alarm to improper needle placement. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding proper needle placement and performing rinseback. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Due to clotting of the circuit, partial rinseback was performed resulting in an estimated blood loss of 100cc. No medical intervention was required.